Event description:
It was reported during an ablation procedure in the right ventricle, the pt became hypotensive due to a pericardial effusion. The physician was ablating an area of interest near the infundibulum with the cool path duo ablation catheter. Upon the 8th application of therapy there was a sudden decrease of blood pressure. An echocardiogram revealed tamponade with a slight pericardial effusion. The physician stopped the procedure and drained the effusion via pericardiocentesis. The pt was sent to intensive care for 2 day observation. Add'l info was requested, but was unavailable.

Manufacturer narrative:
We were unable to evaluate the product involved in this incident since no components of the device were returned for analysis. Review of the device history records confirmed the device met mfg requirements prior to shipment. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.